Event description:
The customer reported the device not going into stand by. When the filter is out it's really loud. The issue was determined as the vent was being discontinued from patient use. The (rse) advised the customer to go into the service diagnostics in the pneumatic screen and verify the average error setting with the flow at zero and the pressure at zero. The resolution and disposition of the device is pending. The device was in clinical use. No patient or user harm was reported.

Manufacturer narrative:
G4:31may2021. G5:510k: k102985. B4:30jun2021. The customer replaced the flow sensor, and it corrected the issue. The unit was tested, and it was returned to service.